Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, confirming the customer's problem. The reported issue was determined to be caused by a damaged pca bolus key on the keyboard. The keyboard was replaced to fix the issue.

Event description:
It was reported that the pump shows 2 errors: a horizontal error 45520, which typically indicates a problem with the keyboard and a vertical error 0004, which typically indicates a low battery condition. There was unknown patient involvement and no reported patient harm/adverse event.